Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the mild-moderatey calcified right common femoral artery after a transcatheter aortic valve implantation using a 12f sheath. Reportedly, when the knot was pushed down, the sutures came out of the anatomy with some tissue attached. The physician thought that the tissue may have been a piece of artery. The system was removed from the anatomy. Using a contralateral approach, a balloon was inserted to dilate the puncture site and manual compression was applied to achieve hemostasis. A control injection was performed and it was confirmed that hemostasis was achieved. There was a significant delay in the procedure of 30 minutes. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The analysis of the returned device, handle, coiled suture lumens, needle slots were normal, there was no indication of a product quality deficiency that would contribute to the reported experience. Since only the body of the device was returned the reported complaint cannot be verified or confirmed. The probable cause for the suture pulled out of the artery is not enough tissue captured, device was deployed outside the artery or the operator applied excessive pressure on the suture while attempting to advance the knot. The monofilament was not returned which is an integral part of this investigation; therefore, a cause for the reported suture pulled out of the artery could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database was performed and there were no other events within this lot reported for suture pulled out of the artery. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.